Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up on (B)(6) 2018 . Review of stored egms revealed an episode of post-paced t wave oversensing had occurred by the defibrillator on (B)(6) 20/17. Programming changes would be discussed with the following physician. No intervention or additional information was reported.